Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to low blood glucose. The customer's father reported that the emergency medical services came for the low blood glucose. The customer's blood glucose was 29 mg/dl at the time of incident. The customer's father's blood glucose was 114 mg/dl at the time of call. The customer's father stated that they passed out. The customer's father stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The insulin pump will not be returned for analysis.